Event description:
The user reported that during a cardiac procedure, the physician pulled the wire back through a needle and noticed that the tip of the wire had been sheared. The physician believes that all of the pieces were contained in the needle. The physician reported that access to the femoral artery was difficult. No patient harm or injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow up report will be submitted when the device is returned and the evaluation is complete.